Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: aortic valve area index values of trifecta implants correlate with energy loss and increased valve stress. Summarized patient outcomes/complications of trifecta were reported in a research article in a subject population with multiple co-morbidities including aortic regurgitation, aortic stenosis, and concomitant procedures coronary artery bypass grafting and ascending aortic replacement. Some of the complications reported were surgical intervention (urgent reoperation), hospitalization, aortic regurgitation, svd, heart failure, central regurgitation, device stenosis, and aortic stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined.

Event description:
The article, "aortic valve area index values of trifecta implants correlate with energy loss and increased valve stress", was reviewed. The article presented a retrospective, single center study to compare the rates of change in aortic valve areas (ava) through exercise stress echocardiography in patients after aortic valve replacement (avr). Devices included in the study were trifecta and inspiris. The article concluded the observations reported that the trifecta design may promote faster wear due to higher valve stress. [The primary and corresponding author was yasuyuki suzuki, department of cardiovascular surgery, university of tsukuba institute of medicine, 1-1-1 tennodai, tsukuba, ibaraki 305-8575, japan, with corresponding email: ysuzuki@md.tsukuba.ac.jp]. The time frame of the study was from march 2018 to august 2019. A total of 14 patients were included in the study, of which half received an abbott device. In the trifecta group, the average age was 73.3 years. In the inspiris group, the average age was 71.1 years. The majority gender was female. Comorbidities included aortic regurgitation, aortic stenosis, and concomitant procedures coronary artery bypass grafting and ascending aortic replacement.